Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Patient code 3191 captures the reportable event of surgery. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri) six months ago and recently battery was dead. Moreover, it was noted that the device output was high and patient was pacing at a hundred percent. Additional information received from the field representative which indicated that this device was at end of life (eol) and it was not possible to determine premature battery depletion (pbd) as patient was not regularly seen for follow up checkup. However, through an analyzer an existing high threshold was noted which likely the device lasted an appropriate amount of time. Patient was also reported experiencing bradycardia due to the device exceeding eol and inability to provide pacing therapy. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri) six months ago and recently battery was dead. Moreover, it was noted that the device output was high, and patient was pacing at a hundred percent. Additional information received from the field representative which indicated that this device was at end of life (eol) and it was not possible to determine premature battery depletion (pbd) as patient was not regularly seen for follow up checkup. However, through an analyzer an existing high threshold was noted which likely the device lasted an appropriate amount of time. Patient was also reported experiencing bradycardia due to the device exceeding eol and inability to provide pacing therapy. This pacemaker was explanted. No additional adverse patient effects were reported.